Manufacturer narrative:
Device not returned for investigation. Internal investigation in process but not yet complete.

Event description:
The handle snapped during an extraction case. The rep did not have anymore information.